Manufacturer narrative:
Device expiration date: this is a non-sterile device with no expiration date. (B)(6). (B)(4). Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used. According to the complainant, the brush broke and was lodged in the red valve port. The problem was noticed before the scope was used on a patient. There was no patient involved in this event.